Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an unknown ankle fracture plate is not holding to the locking screws. The screws are going through the ankle plate. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6 visual evaluation of the photo of the ankle fracture plate show damage to the distal bushing. Complaint allegation is confirmed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.